Event description:
Major pump unit(s) involved: blood pump.additional text: exchange of inflow cannula from fem to ij.specific component(s) involved: inflow graft malfunction/malposition.additional text: exchange of inflow cannula from fem to ij.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of inflow graft.other intervention:implant device type: both (in the same or visit).malfunction device type: rvad.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: inflow graft malfunction/malposition.